Event description:
It was reported that prior to starting a davinci si surgical procedure, it was noted that the pk dissecting forceps instrument's tip were unable to open and close. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the reported failure mode. Pk dissecting forceps instrument's tips were able to open and close without any issues. Instrument passed recognition and engagement tests. Additional observation not reported by site was frayed pitch cable located at the distal clevis hub. No damage was found at the clevis. Instrument passed electrical continuity test. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.